Event description:
The pt was initiated on continuous renal replacement therapy (crrt) per the dialysis nurse. A few minutes into therapy I was notified by pt's family that the line was leaking blood. Upon entering the room, the extension tubing was leaking calcium chloride on the return line. Crrt was stopped and the tubing was assessed and determined to need changing out. Dialysis nurse was paged and a partial blood return was completed. This was followed by re-initiation of crrt. The biomed was paged and given the defective tubing.